Manufacturer narrative:
Concomitant product: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported they were implanted on (B)(6) with the permanent device. The patient stated the device died on (B)(6) and they had no way to recharge it. The patient stated they spoke with the manufacturer's representative (rep) when the device was dying who told them to use it until it died. A loss of therapy and return of symptoms was reported. It was also reported the ins "froze in her head" like the electrodes. And she had to go to her regular doctor and was put on percocet, which was a horrible drug, because it was so painful. The patient stated it could have been a phantom feeling but it didn't feel like that, and it took her a week to get over taking percocet for a week. The symptom the patient was experiencing was excruciating headaches that she rated a 7-8 on a pain scale which she had for the last four to five years. It was noted the patient was prescribed vicodin for pain but it wasn't helping. The patient wasn't scheduled to see their physician and rep. Until (B)(6) at 9:45 to get their stitches out. The patient was upset and mad their device was already dead and couldn't recharge. It was noted the implantable neurostimulator (ins) battery wasn't fully charged when it was implanted (only ¾ full or less), and it started dying on the (B)(6), and the batteries in the handheld were not full either. The patient stated it was unacceptable and the battery should last 10 days. It was noted no one told the patient she couldn't be able to recharge until the incision was healed and she would need to conserve the battery; if she would have known this she would have. Prior to the device dying the patient had been using stimulation for 15 minutes two to three times a day on 5.50 and 6 volts just sitting still; then it was great. It would massage everything and the rest of the day she wouldn't have a headache. The rest of the time she left stimulation at three volts and at bedtime stimulation was adjusted to two volts. One day the patient turned it off at bedtime and that wasn't good. The rep. Later reported the ins was 100% charged at implant and the patient programmer (pp) had new batteries out of the box. At the patient's appointment on (B)(6) the ins was interrogated and determined it was discharged. The patient was instructed on proper recharging and instructed to fully charge before starting therapy. The patient stated she was very happy with her therapy until the ins discharged. Her staples were removed at the appointment but she was unable to see her physician since they were out of office. The next appointment was scheduled for (B)(6) at 12:45. As of (B)(6) the patient had a future appointment scheduled for post-implant programming and was starting to regain her strength. Pain stimulation therapy was working very well and she was very pleased with it. The patient just wanted to suggest the rep. Should provide written instructions for patients after implant regarding charging the ins battery. Relevant medical history includes non-malignant pain.